Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) had no display on the down screen. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the lower screen was not displaying properly. It was also noted that the two hook covers were broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.